Manufacturer narrative:
On february 19, 2025, novocure received a medical record indicating that the patient was diagnosed with folliculitis during an oncology follow up visit on (B)(6) 2025. The condition was assessed as most likely caused or exacerbated by optune gio therapy. It was noted that the prescribed antibiotic (doxycycline) was poorly tolerated and subsequently discontinued. Additionally, it was recommended to discontinue an unspecified steroid and initiate the application of topical clindamycin twice daily. Folliculitis is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 70-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On (B)(6) 2025, the patient's spouse reported that the patient developed a sore under the front transducer array and was prescribed an antibiotic cream. The provided image showed an elevated lesion with moderate erythema on the frontal region of the scalp. As a result, optune gio therapy was temporarily discontinued. On (B)(6) 2025, novocure received a report that the patient stated she had been off optune gio therapy for a month due to the development of a red area on her scalp. Treatment included unspecified oral antibiotics and a topical lotion. The patient reportedly resumed optune gio therapy while avoiding the affected area. Attempts to contact the prescribing physician for further details were made, but no response was received.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).